Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. Reportedly, there was moisture/corrosion in the battery compartment. The reporter denied any physical damage to the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission 07/05/2016 device evaluation: the device has been returned and evaluated by product analysis on 06/22/2016 with the following findings: investigation revealed corrosion in the battery compartment and a crack in the battery compartment. Leak testing revealed a leak at the battery compartment damage. The pump casing was removed and no further moisture was observed. Unrelated to the original complaint, investigation revealed that the display was dim and discolored.